Event description:
The customer reported a false positive result with the idnow covid-19 assay performed (unknown) on a nasal swab sample collected on (B)(6) 2022. Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a negative result. Per the customer, no additional information will be provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1086025 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing and quality control release testing were reviewed for test base lot 1086025 which met release specifications. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1086025, test base part number 190-430 / lot: 1086025. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1086025 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded, single use device.

Event description:
The customer reported a false positive result with the idnow covid-19 assay performed (unknown) on a nasal swab sample collected on (B)(6) 2022. Confirmation testing (platform: core lab) on a nasopharyngeal sample collected on (B)(6) 2022 in viral transport media generated a negative result. Per the customer, no additional information will be provided.